Event description:
Caller states the patient tested 6.5 inr on the coaguchek s system and 4.8 inr on a comparison lab. Coumadin was held based on results. No adverse event reported. Requested return of suspect system and replacement was sent.